Event description:
A nurse reported that an occlusion occurred during the "sculpt" mode of cataract surgery, causing a thermal burn to the pt's left eye. The surgeon flushed the handpiece and tip without resolution of the problem. The handpiece, tip, and cassette were changed, but there was still no improvement. The system was exchanged and the procedure was able to be completed with a 20 minute delay. The pt's condition is unk. Add'l info has been requested.

Manufacturer narrative:
The company rep called the customer to assist with troubleshooting. The company rep walked the customer through testing occlusion. The customer tested the system occlusion and it worked fine. The system was then used in surgery without any further problems. The facility did not request service. No samples were returned for eval, therefore, steps could not be taken to replicate or confirm the reported event. A root cause has not been identified. (B)(4).